Event description:
I.v. Nurse attempted to place a PICC line in the pt and was not able to remove the guide wire. Vascular md was notified and x-ray was ordered. Another i.v. Nurse was able to remove the guide wire and tip was intact. FDA safety report ID# (B)(4).